Manufacturer narrative:
(B)(4).

Event description:
The patient reported that she no longer had the device. It had been removed due to infection. The infection started almost immediately after being implanted. It showed up really bad after 3 days. The healthcare provider (hcp) kept telling her it needed to be removed but she didn't want to remove it as it had been helping her. She had been going to the hcp every 4-5 days. They finally agreed to remove the device. By the time it was removed, the patient had so much tissue removed that she had to have a nurse come in for 3-4 weeks to pack the wound. She wanted to have it put back in after an unrelated hip replacement. It had been removed about 3 weeks after implant. She noticed she hadn't looked good on (B)(6). She then went in on either (B)(6) and the infection was confirmed. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No follow-up was required.